Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw was returned for investigation. Visual inspection of the returned product identified signs of wear due to usage around the hex and the threads. However, the screw had no evidence of any significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device were located on tooth 19, and was in place for an unreported amount of time. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the screw was loosening and did not screw. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k072642.

Event description:
It was reported that the screw was loosened in the patient's mouth. The implant is otherwise in perfect condition, a replacement screw was placed in the procedure.